Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative replaced the computer onsite. The suspect computer has been returned to the manufacturer for evaluation. During initial power on, the computer did not show any video. After re-seating the graphics card, the computer passed testing without errors. The cause of the reported event could not be determined at this time.

Event description:
A medtronic representative reported that while in a craniotomy procedure the site was getting the no input detected signal on the monitor of the navigation system. The site verified connections on the video splitter were seated correctly, tried connecting the computer directly to the monitor (by bypassing the video splitter), and slaving out to another monitor they regularly use without success. The representative noted at the end of the call that the computer was also giving off a single beep periodically. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed without navigation. No additional information provided.